Event description:
Kimberly-clark received a report stating, "packs are contaminated with black fibers clinging to the sheeting on the mayo stand covers. The doctor extracted a black fiber from the anterior chamber of the eye. No patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for the reported lot numbers ac1321044, ac1335084, ac1302184 and ac1322303, and each lot was documented to meet manufacturing specifications. No additional reports have been received by kimberly-clark reporting the presence of a contaminant (i.e. Fiber) in any of the four lot numbers identified in this report. Four product samples were returned to kimberly-clark for analysis, and each returned sample included a black contaminant as described in the report; however, initial evaluation of the contaminant did not confirm it was a fiber. Composition analysis of the contaminant is in progress, and the root cause has not been determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.